Manufacturer narrative:
Product analysis a detached balloon measuring approximately 120mm was returned. There is approximately 47mm of inner in the detached balloon. The distal markerband is present in the balloon, (photo 4) and the proximal markerband is loose in the balloon. A stretched section of the inner was also returned medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a pacific plus balloon catheter for treatment of an 80mm calcified plaque lesion with 50-75% stenosis in the superficial femoral artery, popliteal artery and tibial/popliteal trunk. The artery was 6mm in diameter with moderate calcification and mild tortuosity. A 6fr non medtronic sheath and a 0.018 non medtronic guidewire was used. The device was prepped as per the IFU with no issues identified. A syringe was used with 50/50  contrast saline inflation fluid. The device did not pass through a previously deployed stent. There was no resistance during advancement. It was reported there was difficulty removing balloon following balloon inflation, the balloon was fully deflated at the time of removal and the balloon did catheter catch upon the sheath during withdrawal and was safely removed from the patient. The balloon was removed together with the sheath and a sheath was replaced via the inserted wire. No vessel damage and no patient injury.